Event description:
It was reported that prior to use it was discovered that the there were no scale markings with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: it's found no scale on the product.

Manufacturer narrative:
H.6. Investigation: bd was provided with photos and a sample for catalog 987231 lot 1704134 to investigate for this record. Visual evaluation showed that no scale was printed in the syringe barrel which verifies the reported issue. The process bd uses to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, bd interposes a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. The result is a black scale printed on the barrel of the syringe. The reported issue happened at the end of this process, due to a defective foil reel. In this case the foil did not work as expected and was not placed between the stamp and the barren, so the scale was not correctly printed on the barrel. DHR showed no indication of the alleged defect.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the there were no scale markings with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: it's found no scale on the product.